Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to customer's blood glucose level. The customer contacted the healthcare provider to obtain alternate insulin therapy.